Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired unexpectedly. The cause of death was suspected to be cardiac arrest, but it was not confirmed. The device was interrogated and was found to be operating normally. Review of the stored electrograms appear to indicate an agonal rhythm and possible external defibrillation. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.

Manufacturer narrative:
A partial lead with the connector pin measuring 3.9cm was returned for analysis. The portion of the lead that was returned was otherwise normal.